Event description:
On the monday following a successful ventricular tachycardia procedure that took place on (B)(6)2024, the patient expired. The cause of death is unconfirmed but suspected to be due to possible hemorrhagic shock. There were no alleged issues with any abbott devices. There was no pericardial leakage. It is alleged to have been a retroperitoneum bleed due to femoral artery handling that appeared clogged during the procedure, but it is unconfirmed.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemorrhagic shock and subsequent death could not be conclusively determined.